Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called to report a hospitalization that occurred on (B)(6) 2016 due to low blood glucose levels and a heart attack. The caller also reported a hospitalization on (B)(6) 2016 due to high blood glucose levels and a no delivery alarm. The customer's reading was 921 mg/dl at the time of admission. The customer was wearing the device at the time of admission. The customer's symptoms included not feeling well; customer tried eating to treat but passed out, and was taken to the hospital. The customer was treated in the hospital with a syringe of insulin. The cause of the visit was due to high blood glucose levels. The customer performed troubleshooting and did the high pressure test which passed; no other problems were found. The customer's doctor requested the device be replaced. The customer's insulin pump was replaced, and will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.